Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019, wherein the l4 lead was explanted and replaced. The l3 lead was left in place. Effective therapy was restored postoperatively.

Manufacturer narrative:
Concomitant medical products and therapy dates: drg lead, model mn10450-50a - therapy date: unknown. Investigation results will be provided in the final report.

Event description:
Related MFR report number 1627487-2019-05392. It was reported that patient was experiencing stimulation in a different location. Reprogramming was unable to provide effective therapy. X-rays were taken, which showed lead migration. Surgical intervention may take place at a later date to address the issue.